Event description:
In 2008, a relative of the lay user/pt contacted lifescan (lfs) alleging a onetouch ultralink meter was prompting an unk message in addition to reporting that the test strip port was tight. The complaints were classified based on the customer care advocate (cca) documentation. It is unk when the alleged issues started with the subject meter. The reporter indicated on an unspecified date/time the meter prompted an error message, but the error number could not be recalled. The reporter indicated that the pt was able to test successfully using the same vial of test strips on their ot ultramini meter. In addition, the reporter indicated that the test strip port of the meter is tight, and when a test strip is inserted it made a "clicking noise." At the time of troubleshooting, it was verified this was not a new prod and that the pt was using the correct test strips. Both issues were not resolved during troubleshooting. Replacement products were sent to the pt. This complaint is being reported because the alleged issues were not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.